Manufacturer narrative:
Evaluation of device: visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a counter clock-wise direction which resulted in the observed break. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade snapped. There was no patient impact or injury reported. This is regulatory report 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of two blades snapped. There was no patient impact or injury reported. This report is for blade 1 of 2.